Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) was being used for hemostasis, however, after balloon deflation and device removal, there was oozing from the site and it was noticed that the sealant had remained attached to the catheter. Hemostasis was achieved using manual pressure. It was reported that the physician deployed the mynxgrip per the instructions for use (IFU) and is a trained user who has used the device multiple times. There was no patient injury reported. The type of procedure the mynx vcd was used in was interventional peripheral. The procedure used a retrograde approach. The patient¿s relevant medical includes hypertension and a total knee replacement. The sheath introducer used was a 7f cordis brite tip. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. The stick location was the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. The duration of manual compression needed to achieve hemostasis was greater than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The device storage temperature exceeded 25 °c. The entire sealant charge was stuck to the deployment device. The deployer shuttled down completely. The patient experienced pain and discomfort. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle with stopcock close, the procedural sheath was fully retracted, and the advancer tube and sealant were observed to have covered the balloon proximal tip as received. The syringe was not returned with the device. The condition of the returned device indicates an incomplete removal of the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The advancer tube was proximally pulled back for functional testing and the advancer tube was properly engaged proximal tamp lock, per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1901802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device component¿ was confirmed through analysis of the returned device due to the condition in which it was received. However, the exact cause of the failure could not be conclusively determined. Based on the information available for review and the product analysis, the cause of reported event was most likely attributed to incorrectly following the instructions for use (IFU) since the returned device indicated an incomplete removal of the mynxgrip as evidenced by the advancer tube still being engaged to the proximal tamp lock. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the sealant sticking to the mynxgrip catheter. Additionally, it was reported that the storage temperature of the device exceeded 25 degree celsius. Since temperatures above 25 °c can cause the sealant to soften, which makes delivery to the vessel more difficult. According to the instruction for use, which is not intended as a mitigation, ¿maximum temperature, 25°c. Keep dry ¿ protect from moisture. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a mynxgrip vascular closure device was being used for hemostasis, however, after balloon deflation and device removal, there was oozing from the site and it was noticed that the sealant had remained attached to the catheter. Hemostasis was achieved using manual pressure. It was reported that the physician deployed the mynxgrip per the instructions for use (IFU) and is a trained user who has used the device multiple times. There was no patient injury reported. The device was clinically used and will be returned for analysis. The lot number for the mynxgrip device is f1901802. The type of procedure the mynx vcd was used in was interventional peripheral. The procedure used a retrograde approach. The patient¿s relevant medical includes hypertension and a total knee replacement. The sheath introducer used was a 7f cordis brite tip. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity. The stick location was the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. The duration of manual compression needed to achieve hemostasis was greater than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The device storage temperature exceeded 25 °c. The entire sealant charge was stuck to the deployment device. The deployer shuttled down completely. The patient experienced pain and discomfort.